Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform (sn (B)(4)) with the initially inserted li-ion battery (sn (B)(4)) performed compression without issues for more than 4 minutes before "low battery" message observed. After new battery replacement (sn (B)(4)), autopulse performed compression approximately 5 minutes, a recurrence of the issue ("low battery" message and platform powering off) was observed. Manual CPR was immediately performed until patient care was handed over to the hospital's ER team. Patient expired after a combination of mechanical and manual CPR. Deployment of the device or changing battery and restart compression can be performed quickly, the short interruption is similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopulse presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be patient's underlying clinical condition.

Event description:
The paramedic (first crew) arrived on the scene in response to a patient who fell down with respiratory distress (difficulty breathing). Per report, the crew worked on the patient and noted that the patient was pulseless - vital signs absent. The second paramedic crew (lift assist) arrived and brought the patient inside the patient's house. At an unspecified time inside the patient's house, the autopulse platform (sn (B)(4)) inserted with an autopulse li-ion battery (sn (B)(4)) was deployed without issue and performed compression. Patient was transported to the ambulance via stretcher. During transport, the platform displayed a message prompting the user to lift the lifeband and reposition the patient. The issue was resolved after the crew checked the lifeband and the patient alignment. The patient received autopulse compression for approximately 4 minutes until observing a "low battery" message. The platform was intermittently powering on and off. The issue was resolved and autopulse compression was resumed after another battery replacement (sn (B)(4)); however, upon arrival at the hospital approximately 5 minutes after exchanging to a new battery, a recurrence of the issue ("low battery" message and platform powering off) was observed. Manual CPR was immediately performed until patient care was handed over to the hospital's ER team. Additional information from the customer stated that 20 mins after arriving at the hospital, the patient was pronounced dead by the ER doctor (cause of death undetermined). No further information regarding the patient outcome was provided at this time. After the event, the customer tested the platform using another battery and confirmed no functional issue on the platform. The customer also noted that the batteries used at the time of the event are fully charged. The recommended battery rotation instructions from the autopulse user guide are being followed. This references the report of the battery (sn (B)(4)) not holding charge when inserted in the platform. Reference MFR 3010617000-2018-00045 for the report of the platform intermittenly powering on and off, and MFR 3010617000-2018-00046 for the report of the battery (sn (B)(4)) not holding charge when inserted in the platform.